Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, diagnostics mismatch with under-reporting of tachycardia/ atrial fibrillation (af). (B)(4).

Event description:
It was reported that during use, the ipg did not record atrial tachycardia/atrial fibrillation (at/af) episode in percent of time in mode switch, number of atrial high rate episodes and the atrial arrhythmia trend. The ipg settings were reprogrammed, and the device remains in use. No patient complications have been reported as a result of this event.